Manufacturer narrative:
The device was received by spacelabs healthcare equipment service center and was evaluated by a technician. The technician confirmed that the device was overheating resulting in unexpected shutdowns. The failure was traced down to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.

Manufacturer narrative:
As a precaution, the customer replaced the unit with a spare central and removed the reported device from service. The customer was provided with a return authorization to have the device evaluated by a spacelabs healthcare repair technician. At this time, the device has not been received. Should the device be returned, a follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer contacted spacelabs techncal support to report that a xhibit central station was repeatedly shutting down while it was in use. There was no patient or user harm associated with this event.